Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during a gastrointestinal dilation procedure to treat esophageal stenosis. The exact procedure date is unknown. During the procedure, dilation was unable to perform properly, and when it was checked outside the patient, a pinhole was found. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results. The returned cre fixed wire dilatation balloon was analyzed, and a visual evaluation noted no damages. Functional inspection was performed, the balloon was inflated without any problem; however, it was not able to hold the pressure due to pinhole found in the balloon, located approximately at 80 mm from the proximal end of the balloon. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon pinhole was confirmed. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or after the procedure could have caused the pinhole on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during a gastrointestinal dilation procedure to treat esophageal stenosis. The exact procedure date is unknown. During the procedure, dilation was unable to perform properly, and when it was checked outside the patient, a pinhole was found. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.